Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via a manufacturing representative, regarding a (B)(6) female patient receiving intrathecal saline via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. It was reported that the pump was implanted on (B)(6) 2015, and at the two week follow-up the site was infected. The patient was admitted for surgery, and the pump was explanted due to infection. The reporter was unable to confirm if the catheter was explanted. The device had not been replaced. It was unknown if the issue was resolved at time of this report. The patient status at the time of this report was "alive- no injury." The device was discarded. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.